Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure dark image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: high brightness does not fit. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the event high brightness does not fit due to loose scope socket and the dark image issue due to xenon lamps should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a dark image and a poor connector connection. There were no reports of patient involvement.